Manufacturer narrative:
We contacted the user facility after receiving this FDA report, and were told that the clinicians disposed of the circuit in question before notifying the mgmt team of the issue. So we could not evaluate. We have no other such field complaints about an assumed circuit leak that might limit pressure approximately 3-4 cm h2o, no trend.